Event description:
In 2007, a patient underwent repair of an abdominal aortic aneurysm using the gore excluder aaa endoprosthesis. The trunk ipsilateral leg component was deployed per normal procedures. A final angiogram revealed the lowest, or right, renal artery had been unintentionally partially covered. However, adequate blood flow was observed through the artery. The physician stated that the patient will be monitored closely during follow up care.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Pleast note: a pxc141400/lot 05129984 was also implanted in this pt.